Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging an intermittent power issue. The reporter denied damage to the pump or the battery cap and denied moisture in the pump. The reporter confirmed that changing the battery has not helped. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2018 with the following findings: during investigation, the pump was found to be completely unresponsive. The pump did not power on. No damage was found to the battery compartment or battery cap. The pump was opened and internal moisture damage was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.